Manufacturer narrative:
Date of the event is estimated. Date of the explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg began eroding from the patient's skin. As such, the scs system was explanted to address the issue. Reportedly, the wound issue has resolved.